Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen looked illuminated and faded. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.